Manufacturer narrative:
The device was received in good cosmetic condition. However, the nose cone overheated to 148 degrees f. The bearings failed. The motor/cable assembly, and bearings were replaced. The device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was sent in for preventative maintenance. The analysis indicates the device overheated. There was no patient involvement.